Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. The patient described the area as a red and painful bruise. There was no alleged device malfunction contributing to the irritation. The patient contacted their physician regarding the skin irritation, but there is no indication that the physician made any recommendations other than to call zoll. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.